Event description:
It was reported that coil fracture occurred. A 2mmx4mm vortx- 35 coil was selected for use localization with coil procedure prior to radiotherapy of a lung tumor. The target lesion was a mild to none tortuous. During the procedure, the coil was introduced into the non-bsc catheter, a guidewire was used to push the coil through the catheter. The coil was intermittent flushed out. When the distal part of the coil came out of the tip of the catheter it was noticed that the coil was very stretched and did not form the shape. The physician pulled out the guidewire and noticed that there was a very thin wire of the coil located at the hub. The coil was removed with the catheter from the patient by pulling out the catheter. The procedure was successfully completed with another of the coil and catheter devices and everything was fine. There were no patient complications reported and the patient was ok post procedure. It was further reported that the coil was stretched from the hub until the tip of the catheter and there was nothing detached from the main coil.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a vortx 35 coil. Only the main coil was returned for this complaint. Visual inspection of the analysis of the returned product revealed that the main coil was found kinked and stretched. Microscopic examination of the zap tip (apex and base) revealed no damages. Dimensional measurement found that the apex zap tip, base zap tip, and fiber bundles were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that coil fracture occurred. A 2mmx4mm vortx- 35 coil was selected for use localization with coil procedure prior to radiotherapy of a lung tumor. The target lesion was a mild to none tortuous. During the procedure, the coil was introduced into the non-bsc catheter, a guidewire was used to push the coil through the catheter. The coil was intermittent flushed out. When the distal part of the coil came out of the tip of the catheter it was noticed that the coil was very stretched and did not form the shape. The physician pulled out the guidewire and noticed that there was a very thin wire of the coil located at the hub. The coil was removed with the catheter from the patient by pulling out the catheter. The procedure was successfully completed with another of the coil and catheter devices and everything was fine. There were no patient complications reported and the patient was ok post procedure. It was further reported that the coil was stretched from the hub until the tip of the catheter and there was nothing detached from the main coil.

Event description:
It was reported that coil fracture occurred. A 2mmx4mm vortx- 35 coil was selected for use localization with coil procedure prior to radiotherapy of a lung tumor. The target lesion was a mild to none tortuous. During the procedure, the coil was introduced into the non-bsc catheter, a guidewire was used to push the coil through the catheter. The coil was intermittent flushed out. When the distal part of the coil came out of the tip of the catheter it was noticed that the coil was very stretched and did not form the shape. The physician pulled out the guidewire and noticed that there was a very thin wire of the coil located at the hub. The coil was removed with the catheter from the patient by pulling out the catheter. The procedure was successfully completed with another of the coil and catheter devices and everything was fine. There were no patient complications reported and the patient was ok post procedure.